Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was discarded by the facility. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a bankhart procedure, the surgeon drilled the glenoid using a curved guide and a 1.7 drill. When he went to insert the double loaded fibertak (lot: 10149849, line 216678), the surgeon was experiencing resistance. He then malleted the anchor and the anchor did not engage in the pre-drilled hole, instead it made its own path. The surgeon attempted to remove the anchor but was unsuccessful and in his attempt, the metal tip of the fibertak inserter broke off into the glenoid. The metal tip was unable to be removed as well. The case was completed with a single loaded fibertak instead with no further incident.